Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports after the safety cap is removed, the safety slide does not slide up and stay latched. Instead it slides down, exposing the needle and providing opportunity for accidental sticks or punctures.